Event description:
Patient's mother contacted dexcom technical support on 06/25/2015 to report a red and itchy skin irritation that occurred at the site of the sensor patch adhesive on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient was taken to the doctor who recommended barrier wipes and prescribed hydrocortisone cream. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. Additionally, the dexcom user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).